Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing leakage at the site on (B)(6) 2026 within less than one day of use resulting in high blood glucose and was treated with correction bolus via pump